Manufacturer narrative:
The piece of the connecting set for cannulas (a06-009, lot no. 00120918) was not returned to berlin heart and therefore not available for analysis. The connecting set was in use on the patient for 91 days until the time of the event. The device record history was reviewed and no abnormalities were found. On (B)(6) 2023 we were informed that the patient was successfully transplanted on (B)(6) 2023.

Manufacturer narrative:
The excor connecting set for cannula, lot number 00120918 was explanted on (B)(6) 2023 when the patient underwent a planned palliative surgical repair of her congenital heart defect with explantation of berlin heart blood pump. Removal of the affected connecting set occurred as part of the planned explantation of berlin heart and was not related to the aforementioned "cut" on the connecting set tubing. A detailed investigation report will be provided as soon as it is available.

Event description:
The surgeon on site contacted berlin heart inc. Clinical affairs (ca) on (B)(6) 2023 to report an abnormality on the outflow cannula connecting set. The presence of a "blemish" was confirmed by ca with the site's vad coordinator. Ca specialist visited the site on the same day and assess the connecting set. Upon an in-person assessment of the connector, an approximately 8mm gash (cut) was noted in the outflow 6-9 connector just above the titanium connector of the pump. The gash was palpable in the outer surface of the connecting set. The immediate recommendation was made to either trim off the damaged portion of the connector, or to change the connector completely. The damaged portion of the connector was requested to be returned to bhi for further evaluation. The patient remains stable at the time of the complaint.